Event description:
It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tube has been found experiencing molding defects. The following has been provided by the initial reporter: the cap was deformed and the tube could not be inserted into the holder (bd's single use holder).

Manufacturer narrative:
PMA/510(k)#: k023331 / bk050036. Investigation summary: bd did receive 5 photographs and 1 returned sample from the customer in support of this complaint. Attached photographs and returned sample indicated that the cap on the tube had damage. 100 retained samples were visually checked and no defects were found. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the returned sample and photos provided. No root cause could be established. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.